Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and this placement was corrected at the very same surgery. - the final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia prolong of ca. 5min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the right t12 spine screw placed with the aid of navigation deviating by ca. 5-10mm shifted medial, is: - relative movements of the vertebra operated on (t12) during the surgery procedure in relation to the vertebra the navigation reference array was fixated to (l3), due to a non-rigid anatomical connection and the forces applied to the bones during instrumentation. A structural instability - tumored l1 - was present in between reducing the rigidity of the spine, in addition the used self-cutting screw required malleting of the screwdriver and several attempts to achieve purchase to open the cortical bone for this placement, applying significant forces to the vertebra. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae - in combination with a not sufficiently rigid anatomical connection of the vertebra operated on, results in relative movements of the vertebra (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location during the placement and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, during the preparation and screw placement into right t12. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic and lumbar spine for percutaneous screw fixation of vertebrae t12 to l2, due to a metastatic breast cancer tumor at l1, for stabilization with intended placement of 4 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration, and accepted the accuracy to proceed. - used the navigated pointer to determine the vertebra entry and screw trajectory. - calibrated a non-brainlab screwdriver with screw to the navigation for instrument position display on the patient scans. - placed 2 self-cutting non-brainlab spine screws with the navigated screwdriver in the left side of vertebrae t12 and l2, and acquired another intra-op CT scan with automatic registration for verification of accurate placements. - used this second CT scan to place the screws in the right side of t12 and l2, with the same navigated method and instruments a s before. In general, malleting of the screwdriver was needed to pierce the cortical bone. - acquired another verification intra-op CT scan, and determined that the right t12 screw deviated shifted by ca.5-10mm medial from its intended position, and into the spinal canal. Neuromonitoring showed normal motor/sensory function. - decided to remove the right t12 screw, and re-placed it to its correct position using the latest verification CT scan with automatic registration and with the same navigated method as before. - verified the correct positions of the screws with a final CT scan. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and this placement was corrected at the very same surgery. - the final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating initial placement, also not due to the surgery/anesthesia prolong of ca. 5min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.